Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation(migration/ perforation)"), device dislocation ("migration/ apparent migration of the coils in the fallopian tubes to the upper pelvis overlying the sacrum/ migration of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The patient's medical history included right lower quadrant pain and ovarian cyst. Previously administered products included for an unreported indication: paragard iud and mirena. Concurrent conditions included irritable bowel syndrome, burning micturition, blood in urine, genital hemorrhage, spotting vaginal, lower abdominal pain, vaginal bleeding, dyspareunia, nausea, abdominal pain, dysmenorrhoea and fatigue. Concomitant products included mestranol;norethisterone (norinyl). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and removal of essure device and laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy,removal of essure devices in situ). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and uterine haemorrhage outcome was unknown. The reporter considered device dislocation, perforation and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Uterine haemorrhage incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation(migration/ perforation)"), device dislocation ("migration/ apparent migration of the coils in the fallopian tubes to the upper pelvis overlying the sacrum/ migration of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included right lower quadrant pain and ovarian cyst. Previously administered products included for an unreported indication: paragard iud and mirena. Concurrent conditions included irritable bowel syndrome, burning micturition, blood in urine, genital hemorrhage, spotting vaginal, lower abdominal pain, vaginal bleeding, dyspareunia, nausea, abdominal pain, dysmenorrhoea and fatigue. Concomitant products included mestranol;norethisterone (norinyl). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and removal of essure device and laparoscopic-assisted vaginal hysterectomy,bilateral salpingectomy,removal of essure devices in situ). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and uterine haemorrhage outcome was unknown. The reporter considered device dislocation, perforation and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Uterine haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.